Event description:
It was reported that in the middle of a robotic laparoscopic cystectomy the monopolar curved shears (mcs) were dull from the start. Around 30 minutes into the surgery, the surgeon had 2 big issues when performing cutting and it was recommended to change it for a new one. The surgeon is aware of the best practices to use the mcs but it did not matter. There were no issues with the new mcs once it was exchanged. There was a delay of only a few minutes. There was no patient injury.

Manufacturer narrative:
H2) correction: d1 h3) device evaluation: medtronic led an evaluation of the associated device logs for the reported monopolar curved shears. The monopolar curved shears sample was not made available for this incident as it was discarded by the customer. Evaluation of the logs showed that the monopolar curved shears were attached to arm cart assembly 4 and had a use time of thirty-seven minutes. The logs did not show any errors related to the monopolar curved shears. Evaluation of the monopolar curved shears noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that in the middle of a robotic laparoscopic cystectomy the monopolar curved shears (mcs) were dull from the start. Around 30 minutes into the surgery, the surgeon had 2 big issues when performing cutting and it was recommended to change it for a new one. The surgeon is aware of the best practices to use the mcs but it did not matter. There were no issues with the new mcs once it was exchanged. There was a delay of only a few minutes. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.